Event description:
It was reported that after the procedure, the cord between the battery pack and the handpiece was cut. The battery pack was set aside and later exploded. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the MFR. The instructions for use that are supplied with each device have a warning that states: "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The sales rep will be visiting the account to in-service the device and re-train on the instructions for use.